Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted during testing. No unexpected no delivery alarm noted during testing. No motor error alarm noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked battery tube threads and scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had failed high pressure test. Customer stated they called to perform the high pressure test as he experienced high blood glucose. Customer stated the high pressure test was failed and received motor error alarm as well. Customer¿s blood glucose level at the time of incident was 60 mg/dl. Customer¿s current blood glucose level was 170 mg/dl. Customer was assisted with performing high pressure test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.